Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax), and d4 (primary UDI number). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name), and d4 (serial number). Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. Returned product had biomaterial wrapped at outflow/beneath purge gap and reproduced saturated flows. This confirms that the pump did not start reported were most likely related to the biomaterial observed as there were no other abnormalities. However, without data log review, it could not be confirmed whether it was an ingestion event.

Manufacturer narrative:
H6 medical device problem code was revised from a141204 to a141203.

Manufacturer narrative:
Section d9 and h6 was updated based on additional information. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 58-year-old male presenting in scai stage d shock on inotropes, vasopressors, bilevel positive airway pressure (bipap), and continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. The impella was inserted for ventricular support during an electrophysiology (ep) ablation. The wire was removed and immediately after the impella pump was started, the automated impella controller (aic) console displayed a ¿high motor current¿ alarm and the pump did not generate any flow. The activated clotting time (act) was within a target range of 260. Restarting the pump according to best practice was not possible; therefore, the pump was removed and the physician was able to retrieve foreign material from the outlet of the pump. A new pump was implanted, and the device functioned at p-9 with no issues. The post-procedure outcome was survived at explant. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with impella's mechanical support and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).